Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports confirmed to be associated. A preventative CAPA has been historically opened for the altis product line to investigate increased rates of mesh to suture or anchor to suture bond failures which is being reported in this complaint. Devices met specification prior to release.

Event description:
According to the available information, once the sling was implanted it could not be "unfolded" or "untwisted" even after repeated attempts to correct. Sling ended up breaking during repeated attempts to unfold. A second sling was opened to complete this case.